Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test or verify lost sensor alarm due to buttons not responding.

Event description:
The customer reported via phone call that insulin pump received lost sensor alarm. Blood glucose was unknown. Customer also reported that it was not using the sof-sensor and calling back after waiting 2 hours for a possible wetting issue. Customer also reported that belt clip was broken. The insulin pump will be returned for analysis.